Manufacturer narrative:
Investigation: one photo was received for evaluation. The customer provided photograph confirmed the reported failure mode, the guide wire was assembled backwards. The most probable root cause of the reported failure mode is improper assembly of the catheter by the applicable manufacturing personnel. A device history record review could not be completed as no batch number was provided.

Event description:
It was reported that there were 10 occurrences with catheter guide wire being assemble incorrectly with a bd tray epid cont¿ we17g3.5 swc x3796. The following information was provided by the initial reporter: it was reported that the catheter guide wire is being assembled backwards. Per dr.: the new epidural kits I will say the catheter is not being assembled correctly. The guide that helps the catheter go through the needle is on backwards and we have to take it off and then slide it back on, handling the catheter multiple times. Not good for infection control or when you need to get it in quickly.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that there were 10 occurrences with catheter guide wire being assemble incorrectly with a bd tray epid cont¿ we17g3.5 swc x3796. The following information was provided by the initial reporter: it was reported that the catheter guide wire is being assembled backwards. Per dr.: the new epidural kits I will say the catheter is not being assembled correctly. The guide that helps the catheter go through the needle is on backwards and we have to take it off and then slide it back on, handling the catheter multiple times. Not good for infection control or when you need to get it in quickly.